Event description:
The manufacturer received information alleging a ventilator would not power on and a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device would not power on. The device's power supply was replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.